Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received button error, rewind error and motor error. The customer¿s blood glucose level was unknown. The customer reported that they had error alarms, rewind error, motor error, unexplained no delivery alert, scratches on screen, battery cap indentation, harder to press. The insulin pump will not be returned for analysis.